Manufacturer narrative:
A steris service technician arrived onsite and found the door frame to be damaged. Due to the damage, the door gasket became loose subsequently allowing water to leak out. The washer was repaired and returned to service. No additional issues have been reported. The washer was installed in 2012 and is serviced and maintained by the user facility.

Event description:
The user facility reported that water was leaking from their washer.